Event description:
It was reported that the pump exhibited force background failure. There was no reported patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for analysis of complaint that the pump exhibited force background failure. No service history found in last 12 months. Review of event log found system failure, force sensor test, and check syringe plunger sensor alarms in alarm history. Visual and functional testing was performed. Customer reported problem with force background failure was verified by power up test. The probable cause is plunger printed circuit board (pcb) failure. Also found bottom right corner of top case cracked and right plunger case broken.